Event description:
Customer's nurse reported fluid under the insulin pump's display and a constant squealing tone. Customer's nurse believe these were due to the customer wearing the insulin pump while sweating. Customer's blood glucose level at the time of the call was 73 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.